Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had high blood glucose level. Customer's blood glucose level was 579 mg/dl when admitted to hospital on (B)(6) 2018. Customer's current blood glucose value was 263 mg/dl. Customer had a symptoms such as nausea, vomiting, difficulty breathing, chest pains. Customer was treated with manual injection. Customer was not alleged for possible under delivery of insulin. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.